Event description:
It was reported that the handheld serial cable was causing intermittent connection problems. The serial cable would only after shifting the cable to a specific position. Another serial cable was used with the programming system and the issues resolved. The suspect serial cable has not been returned to date.

Event description:
It was reported that the serial cable had been discarded and therefore could not be returned for product analysis.